Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported medical event. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pod fell off, dislodging the cannula from the infusion site after being worn between 24 and 36 hours. The patient's blood glucose levels rose having to visit the clinic and be treated with insulin due to not having a backup method.